Event description:
The customer reported the c-arm was giving a filament error message. Sometimes they need to reboot the system to get the error to clear and restore operation. There was no pt injury reported with the problem.

Manufacturer narrative:
(B)(4). Error code displayed. The system was repaired, found to be operating as intended, and released to the customer for use.